Event description:
Patient experienced dizziness and syncope. Intermittent far field r-wave (ffrw) oversensing on stored electrograms (egm). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).